Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. It was noted that imaging was difficult. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened. The physician decided to proceed with deployment. An additional clip was implanted, reducing mr to a grade of 1-2. Upon removal of the steerable guide catheter (sgc), a right to left shunt was observed. For treatment, an atrial septal defect device was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. It was noted that imaging was difficult. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened. The physician decided to proceed with deployment. An additional clip was implanted, reducing mr to a grade of 1-2. Upon removal of the steerable guide catheter (sgc), a right to left shunt was observed. For treatment, an atrial septal defect device was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported perforation (right to left shunt). Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as an atrial septal defect device was implanted as for treatment. There is no indication of a product issue with respect to manufacture, design, or labeling.